Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch: 10c3ud. Batch: 10c1dj . Batch: 10arxb. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 1 needle break and the tip was retained in the patient? Please clarify when the re-opening of the wound was performed: did the re-opening of the wound occur during the initial procedure? Or did the patient have to undergo an additional procedure to have the wound re-opened? Does the piece/device remain retained in the patient's tissue? If retained, where is the needle tip located/in what structure? If retained, are there plans for removal of the needle tip? What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What instruments were used to grasp the needle? Where was the needle grasped during use? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Could you indicate in which tissue the needle remained in the patient? What measures were implemented to retrieve the broken piece? Was there any additional tissue damage resulting from the search for the needle piece? Is there any plan in place to remove the needle piece in the future? If so, could you please provide the scheduled date for the removal? In which tissue structure was the broken needle located? What is the surgeon¿s opinion of the potential consequences for the patients? Do you think you could identify the affected lot numbers? Could you provide further details about the needle that they were unable to find?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and a barbed suture was used. During the procedure, the tip of the suture needle broke off while in use. The needle was retained in the patient, identified on x-ray. The patient underwent a reopening of the surgical wound to try and find the suture needle tip once identified on x-ray. The needle tip could not be found and the object was left in the patient. Additional information was requested.